Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-00849. It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the leads were explanted and replaced with a paddle lead to address the issue. Stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.